Event description:
Info received that the brake caster would brake, but would spin. No injury reported.

Manufacturer narrative:
Tech located the stretcher in bed repair shop. Found the brake casters would set, but would spin. Replaced the brake casters to resolve this issue.